Manufacturer narrative:
The evo clamp device was returned to manufacturer for repair. Upon inspection no issue was reproduced with the clamp. Functional test passed positively and unit was returned to service. A device service history review has been performed and identified that the unit was manufactured in 2021 and no other similar event has been reported, neither concerning trend has been identified. Based on the gathered elements and given that no issues were detected during testing, the root cause of the issue cannot be determined. Nevertheless, considering the results of past investigations into similar events, a temporary electrical issue, such as a loose connection or false contact, cannot be ruled out as a contributing factor to the complaint. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp. The incident occurred in manchester, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electrical remote-controlled tubing clamp gave the following error message "'electronic clamp failure'' when it was in service. There was no patient injury.